Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well. This is the final report.

Event description:
During reimplantation surgery, a cerebrospinal fluid (csf) leak was noted. The recipient's leak was resolved during surgery.